Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 aug 2025 has been used as a placeholder. Investigation summary the reported complaint of an occlusion could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history record review.

Event description:
Event occurred regarding smallbore bifuse pressure infusion where it was reported that the smallbore bifuse pressure infusion with two removable microclave clear 2 purple clamps was used for infusion. One side of the t connector had blockage, while the other side worked. There was no leaking noted during the event. There was patient involvement but no reported patient harm nor delay in therapy.